Manufacturer narrative:
Corrected data: b5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -8.5/1.0/089 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault. On (B)(6) 2023 a shorter length lens was implanted. This resolved the problem. Cause of the event was reported as unknown and the reporter stated that the device did not fail to perform as intended. Claim # (B)(4).

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-corneal angles. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -8.5/+1.0/089 into the patient's left eye (os) on (B)(6) 2023. Excessive vault and significant reduction of irido-corneal angles were noted. The lens was removed on (B)(6) 2023 and a shorter length lens was implanted on (B)(6) 2023. The problem was resolved. Cause of the event was reported as unknown and the reporter stated that the device did not fail to perform as intended.